Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a low blood glucose (bg) while using the ilet on their third full day. The user had been asleep with no clear cause for the low, and the ilet dosed corrections as bg was slightly trending up. The lowest bg reached was 66 mg/dl, which the user treated with candy, resulting in correction. The ilet did provide a low bg alert, and no symptoms, outside assistance, or medical intervention were required. The user was informed that the ilet is still learning and will continue to adjust, and they expressed understanding with no further questions.